Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was above 600 mg/l with large ketones, nausea and vomiting. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported the pump experienced a shortened battery life issue. No damage or moisture contamination to the battery compartment or battery cap was reported. This complaint is being reported because the alleged hyperglycemia was attributed to an alleged malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 05/05/2015-correction: a review of the complaint indicated there was no adverse event associated with the reported malfunction. Please see report # 2531779-2015-14800.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.